Event description:
The pt has reportedly experienced ongoing popping sounds, static, sound quality issues, and discomfort during use of the device. External equipment was exchanged; however, this did not resolve the issue. Device revision surgery has been scheduled.